Event description:
The hospital was preparing for a case when they noticed a problem with the adjustment knob on the pump. They were able to use the back up pump to complete the case. A penumbra rep inspected the pump and found that the stem for the aspiration control knob was bent significantly.

Manufacturer narrative:
Device investigation: results: the knob of the pressure regulator is seated at a slight angle. The shaft of the needle valve is bent. The bend does not interfere with the adjustment of the pressure. The pump was plugged in and turned on. As returned, the pressure read -18 in hg. After adjusting the regulator knob for maximum vacuum a reading of -27.0 in hg could be reached. Conclusion: the pump is fully functional despite the cosmetic damage to the needle valve shaft. The damage noted in the complaint was confirmed. This damage is cosmetic and does not impede upon the correct function of the pump. The cause of the bent shaft was not discussed but rough handling when adjusting pressure or improper storage conditions could result in this damage.